Manufacturer narrative:
Concomitant medical products: product ID: dtma2qq crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was replaced. It was also reported that during the revision, the setscrew of the cardiac resynchronization therapy defibrillator (crt-d) was unable to be screwed back into the ventricular port. The device was explanted and replaced. No patient complications have been reported as a result of this event.